Event description:
It was reported that surgery was delayed due to the surgeon having difficulty seating the device.

Manufacturer narrative:
The returned device was returned and found to be deformed, and believed to be due to repeated blows of insertion.